Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable was bent and had to be held at a certain angle to maintain charge. The customer's blood glucose level was approximately 60 mg/dl. A replacement cable was sent to the customer and customer continued to use the pump for insulin therapy.